Event description:
The patient had a rv lia occur on (B)(6) 2020 for 2 or more hr ns episodes and a high sensing integrity counter. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).